Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were using "a fingertip and blood pressure cuff" and noted that their heart rate was lower than their cardiac resynchronization therapy defibrillator (crt-d) programmer lower rate. The patient was referred to their physician and the crt-d remains in use. No further patient complications have been reported as a result of this event.